Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an insulin flow blocked alarm event on (B)(6) 2024. The blockage was at the site. Blood glucose level was displayed high at the time of the event. Therefore, patient took correction bolus via pump for the treatment. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary, revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010333, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6010333 was manufactured according to the work instruction (wi) version 99 and manufactured in the machine multivac 14 on 07/dec/2024, with a total of (B)(4) units. Glue-connector lot: the lot 4m01011 was manufactured according to the (wi) version 34 and manufactured in the machine ls24 and ls25 on 06/dec/2024, with a total of (B)(4) units. The lot 4m01032 was manufactured according to the (wi) version 37 and manufactured in the machine mp03 on 06/dec/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.